Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via telephone call that the sensor readings were inaccurate. The sensor reading was 50 mg/dl when the blood glucose reading was 200 mg/dl. When the blood glucose reading was 130 - 140 mg/dl, the sensor reading was 60 mg/dl, and the threshold suspend was activating when the customer's blood glucose was not low. The parent was advised that sensor readings will be close, but rarely match due to how glucose travels through the body and that there may be larger differences after meals or bolus deliveries. The customer pulled out the sensor and the cannula was bent. The parent declined further troubleshooting and declined replacements.